Manufacturer narrative:
(B)(4). The bag fell to the floor and the line had disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a line had separated from the heater bag and the bag had fallen to the floor. The patient reconnected the line after the disconnection. At the time of this event, the patient was setting up for therapy and they were not connected. The technical service representative explained about the break in sterility and explained that the patient needed to re-set up with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.